Event description:
On (B)(6) 2011, pt reported the up button on the infusion device works intermittently. This was first noticed 6 months ago when pt tried to adjust the basal rates on the infusion device. Pt has used this infusion device for 2 years and boluses 3 times per day. The up button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.